Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer reports: 1627487-2011-01304. The patient received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2006. It was reported that the physician explanted the patient's system due to ineffective stimulation. It was also reported that the patient need to have an MRI procedure. No further information is available.